Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding that necessitated medical intervention and hospitalization. The target lung mass was identified as a highly vascular carcinoid tumor, measuring approximately 22.5 centimeters and attached to a blood vessel, occluding the right lower lobe airways. The bleeding originated from the biopsy site, with an estimated blood loss of 100 cc. Despite this complication, the procedure was completed as planned without delays. To stabilize the bleeding, the physician decided to keep the patient intubated, and a repeat bronchoscopy was performed to remove blood clots. The patient was extubated a day after the procedure and discharged home the following day, returning to their baseline condition. The physician noted that the bleeding was an anticipated complication of the procedure and could have occurred with another modality. It was determined that the bleeding was not related to the device, and no device malfunction was associated with the event.